Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The concentric, de novo lesion measuring 2.5mm in diameter and 20mm in length was located in a severely calcified right coronary artery (rca). The physician attempted to direct stent the lesion using a doddering technique with a 2.50x20mm taxus express2 drug eluting stent, but could not cross the lesion. The physician attempted to pull the stent back into the guide catheter and was unsuccessful. As the guide catheter and stent delivery system were being removed together, the stent dislodged at the site of the sheath and was found in the rca. The physician attempted to snare the stent, but it embolized to the iliac artery. The procedure was completed at this point and the stent was left undeployed in pt. No further pt injuries or complications occurred. Pt's status is satisfactory.